Event description:
It was reported that the pt was having an explant due to suspected infection. The lead was being removed when it broke free. It was thought that all four electrodes were still in the body. It was reported that the lead was being pulled from the entry site, not the battery pocket, and the physician used gentle traction. The physician dissected deeper to free the lead and continued to use gentle traction, and a lead fragment was left behind. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). An educational brief was sent december 2010 including a physician letter and an educational brief from FDA. This dear healthcare professional letter provides information reinforcing the importance of following the models 3093 and 3889 interstim tined leads implant manual, specifically regarding post surgery lead removal, to minimize the number of occurrences of lead breakage, which can result in unretrieved device fragments. This education brief provides recommendations for pt management during post surgery lead removal, as detailed in the interstim therapy model 3093 and model 3889 lead implant manual. Also included is a copy of the "FDA public health notification: unretrieved device fragments" issued by the u.s. Food and drug administration (FDA) on january 15, 2008.